Event description:
It was reported to philips that the system's generator gave an alert that it was busy starting, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnostic coronary procedure when the issue happened. The procedure was completed as planned by restarting the system. A field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it confirmed the reported problem. During troubleshooting fse found that the power inverter was defective. To resolve the issue fse replaced the power inverter and return the part for further analysis, but no failure found. After replacing the power inverter, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed by restarting the system. The procedure was successfully completed without any delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.